Manufacturer narrative:
The device in question was returned to olympus for investigation. The investigation revealed evidence of fluid invasion in the electrical connector and the body control unit that caused the image problem the user experienced. The fluid caused switches to short circuit and activate by themselves, thus freezing the image with manual activation of the switch. The scope passed the leak test, therefore olympus attributed the fluid invasion to user handling, i.e. Fluid emersion without a secure water resistent cap.

Event description:
The hospital reported the image froze during a procedure and was unable to be retrieved. The procedure was completed with the use of another similar device. There was no allegation of harm.